Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of ams via merlin.net transmission. P-waves falling into pvarp causing competitive atrial pacing were also observed. Programming changes were made. The patient stable before, during and after the event.